Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one year post implant the implantable cardioverter defibrillator (ICD) was pending erosion. The ICD was explanted. No further patient complications have been reported as a result of this event.